Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2016, the patient underwent an endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. It was reported that the aortic extender component pla280300j was advanced outside of the sheath as the external iliac artery was severely calcified. While the device was being advanced, the leading olive and stent were reportedly separated from the rest of the catheter and remained in the patient on the guidewire. It is unknown if resistance was met while the device was being advanced. The cause of the leading olive and stent separating is reportedly unknown. The physician reportedly snared and removed the leading olive and stent from the patient. Another device was used to complete the procedure. The procedure concluded without any further complications, and the patient tolerated the procedure.